Manufacturer narrative:
The technician inspected the bed and found the unit was functioning as designed.

Event description:
The account alleged the patient fell and was injured. They are requesting a technician to inspect their 1170 style bed for proper patient positioning monitor functions. The patient stated, "in the middle of the night I went to the bathroom, lost balance and fell. No one else in the room at the time of the event or witnessed it. The siderails were down (patient right) to exit bed." The charge nurse stated, "patient exited the bed and the bed exit alarm did not alarm. The bed exit alarm was set but did not alarm." The primary care nurse stated, "set bed alarm at 2100 hrs on (B)(6) 2010 for patient. The hospital tech came into the patient's room at 0400 hrs on (B)(6) 2010 and everything was fine. No one witnessed the event but found patient on the floor at 0510 hrs in the bathroom". The patient was given an x-ray and required stitches for a cut on the head. No other information given by account.